Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had gone to the ER with a blood glucose level of 581 mg/dl and diabetic ketoacidosis. The customer stated that she had high blood glucose and felt nauseated that entire day, and when she went home to change her infusion set she received a no delivery during the manual prime process followed by a motor error and a second no delivery. The customer's blood glucose increased to 581 mg/dl after the alarms occurred, and she treated that reading with 10 units of a manual insulin injection. Troubleshooting was initiated for her high blood glucose and to inspect the pump and its components for damage and functionality. The drive support cap was normal and the customer was able to rewind the pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window.